Manufacturer narrative:
Additional summary: one empty opened foil, a detached needle and a suture piece of product code vcp359, lot ml2635 was received for evaluation. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected; the barrel hole was examined and no suture remnant was found. Body fluids and marks could be observed on the body needle that appear to be by use of a surgical instrument. The suture piece was examined, excessive body fluids were found, and the insertion mark could not be observed. In addition, the force used to detach needle from the suture cannot be determined.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.due to condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. It was reported that when finishing sewing up the myometrium of the uterus during cesarean section, the suture pulled off the needle . Changed another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.